Event description:
It was reported that the home choice (hc) device of a home patient (hp) emitted a burning odor. The hp was not connected when this was noticed. The technical service representative (tsr) advised the hp to unplug the hc and not use it. The tsr explained the use of continuous ambulatory peritoneal dialysis (capd). The hp stated that they were not diabetic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem could not be confirmed through device analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Internal/external inspection and functional testing did not confirm the reported condition. The electrical system was found to be within specification, and no evidence of overheating was found around the power entry module or inside of the device. The power cord, however, could not be evaluated as it was not returned. A short, simulated therapy was successfully completed, and the device passed testing for volumetric accuracy, temperature specifications, and electrical safety. A device history record review, event history log review, and service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.